Manufacturer narrative:
It was reported to resmed that a device malfunction caused the unit to generate smoke and soot which came up the tube to the pt's face. Resmed requested the product be returned so that a thorough investigation could be performed. However, the pt refused to provide the unit for the examination. The info provided by the dme indicates the CPAP unit may have been poorly maintained by the pt.

Event description:
The pt reported that he had black soot on his face and was seeking medical attention.